Event description:
It was reported that the burr became stuck on the rotawire. A 1.50mm rotapro and a rotawire were selected for procedure. During procedure, the burr was stuck in the rotawire inside the patient when the physician tried to rewove the burr from rotawire. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. There was no patient complications were reported.

Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire ic. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. A visual and microscope examination of the device found a minor kink at 120cm from the proximal end of the rotawire. During testing, the returned rotawire was able to be removed and fully reinserted with no resistance or issues despite the minor kink within the wire. Inspection of the remainder of the device presented no other damage or irregularities. B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.50mm rotapro and a rotawire were selected for procedure. During procedure, the burr was stuck in the rotawire inside the patient when the physician tried to rewove the burr from rotawire. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. There was no patient complications were reported.